Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with the right atrial lead exhibiting noise resulting in episodes of inappropriate mode switch. Isometric exercises both reproduced and sensed atrial noise. A review of the physician's notes mentioned that chest x-ray found the suture sleeve may be too tight around the atrial lead. Programming interventions were made. The patient was asymptomatic.